Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient who underwent primary breast augmentation surgery with mentor breast implants (unk_saline implants ¿ right side / sal smooth rnd diap 375cc ¿ left side, date of implantation (B)(6) 2005) reports experiencing infection, cancerous tumors (neoplasm malignant), benign right breast mass, extreme sensitivity to the her nipples ( paresthesia), surgical intervention, development of connective tissue (anisomastia) and right breast implant deflation. As per the patient¿s report, patient complains of feeling breast pain. Shortly after implantation, the patient developed connective tissue growth which caused infection. In 2011, she experienced extreme sensitivity to her nipples and right breast deflation confirmed by ultrasound and x-ray. In 2017, cancerous tumors developed in her breasts which were removed in 2018. Majority of the tumors were removed except for one that is still growing but deemed to be benign. The patient is looking to have her breast implants removed, however a date is not scheduled as of yet. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.